Event description:
It was reported the implantable cardiac monitor migrated out of the initial pocket at the point of the incision. The patient was treated with prophylactic antibiotics. It was further reported one patient activated episode showed normal sinus rhythm and artifact was observed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).